Event description:
It was reported that multiple intermittent occlusion alarms occurred. The issue caused the customer's blood glucose to exceed normal levels, reaching a point where the value displayed "high," although the specific value was unknown. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi) and resolved the issue by changing the infusion set and cartridge before resuming insulin therapy.